Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient experienced skin reddening and blistering on the right side of the left thumb. There is a scab reported to be 1 cm x 1 cm. The burn appeared more than one hour after the exam. The patient reported the burn 28 days after the examination. The patient did not undergo medical treatment. The reported injury to the patient's hand meets the criteria for a serious injury.

Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The reported injury, skin reddening and blistering on the right side of the left thumb most likely caused by the excessive local sar due to skin-skin contact. From the provided patient heating questionnaire, it was stated by the customer that padding used to prevent skin-skin contact, but customer also indicates skin-skin contact was possible (customer indicates: hand tight contact separated by philips accessories (padding), but patient could have moved his hand during the scan).

Event description:
Philips received a report that the patient experienced skin reddening and blistering on the right side of the left thumb. There is a scab reported to be 1 cm x 1 cm. The burn appeared more than one hour after the exam. The patient reported the burn 28 days after the examination. The patient did not undergo medical treatment. The reported injury to the patient's hand meets the criteria for a serious injury.